Manufacturer narrative:
Concomitant medical products: product ID: 37092. Product type: accessor. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient turned their stimulation on and they noticed they couldn't feel stimulation. They ensured their ins was charged up and then they a ttempted to connect with their patient programmer to increase stimulation, but encountered poor communication. They confirmed they used a patient programmer antenna. They were able to successfully connect without the patient programmer antenna and they tried increasing their stimulation (4.0 or 5 something), but they still couldn't feel stimulation. They removed the patient programmer batteries and the patient programmer wouldn't power up after. They replaced one aaa battery and they were able to turn it on, connect, and increase stimulation. They turned stimulation off then back on, but felt no difference. They confirmed they had no falls or trauma that may have affected the internal device system.

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# n0028035 serial# implanted: (B)(6)2005 explanted: product type lead product ID 377760 lot# n0028215 serial# implanted: (B)(6)2005 explanted: product type lead product ID 37092 lot# serial# unknown product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a letter. They stated the circumstances leading up to the issue of not feeling stimulation was that it just stopped working. The steps taken to resolve it involved calling in for one hour of troubleshooting and they couldn't fix it. They met with a clinician, and a "brent" lead needed to be changed. The stimulator was working fine.

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# n0028035 serial# implanted: (B)(6) 2005 product type lead product ID 377760 lot# n0028215 serial# implanted: (B)(6) 2005 product type lead product ID 37092 lot# serial# unknown product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the lead went dead and the clinician changed the lead.

Event description:
Additional information was received from the health care professional. They stated that the current status of the device was that it remained in the patient. There was no explant performed. They clarified the report of the "dead lead" as two electrodes needed to be reprogrammed. There was no sequela.

Manufacturer narrative:
Continuation of d10: product ID 377760, lot# n0028035, implanted: (B)(6) 2005, product type lead. Product ID 377760, lot# n0028215, implanted: (B)(6) 2005, product type lead. Product ID 37092, serial# unknown, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.